Event description:
In 2007, the lay pt contacted lifescan (lfs) alleging that his one touch ultra smart meter read inaccurately high. The pt uses an insulin pump to take humalog insulin as needed based on his meter readings and carbohydrate intake. On that day, the pt cleaned his hands with "purell" prior to obtaining a finger stick blood sample, which can contributed to inaccurate results. The one touch ultra smart owner's manual recommends washing hands with warm, soapy water, and drying thoroughly prior to obtaining a blood sample. The pt obtained a result of 461 mg/dl on the reported meter after cleaning the puncture site with "purell". He had no symptoms of high or low blood glucose level when he took 22 units of humalog insulin based on the 461 mg/dl reading at 3:55pm. He tested 20 minutes later and obtained a result of 243 mg/dl. Soon after receiving the 243 mg/dl reading, the pt felt lightheaded which is his usual symptom of hypoglycemia. He treated himself with food and felt better. He then contacted lfs. The customer care advocate (cca) reviewed correct puncture site cleaning technique with the pt. A control solution test was no performed because the control solution was expired. The meter, test strips, and control solution were replaced. This complaint is reported because the pt alleges obtaining inaccurately high readings on the lfs product after incorrectly cleaning the puncture site with "purell". He alleges that he took insulin based on an inaccurately high reading on the lfs product and later experienced symptoms that suggested hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.